Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an implant procedure to receive a sensor delivery system. During the procedure, the doctor experienced difficulty deploying the sensor using the delivery catheter. The doctor was able to deploy and implant the sensor successfully via troubleshooting. The patient is in stable condition.

Event description:
The patient's weight was gathered via follow-up.